Event description:
The pt underwent a sling procedure in 2005. The pt developed a pyrexia of mild severity on the second postoperative day. The pt was treated with IV gentamycin and the event resolved on the 4th day. The invesgator has assessed this event as possibly secondary to intreaperitoneal blood. The pt recovered and had a normal voiding pattern when discharged home on the same day.